Event description:
The biomed reported that he received two pump modules and a pc unit with a note which stated: "IV pump not infusing according to programming. In comments: sent from ER to biomed." The biomed checked the two pump modules and pc unit. He reported one pump module showed error code 210.5020 when it was turned on and locked up. The other units were okay. The risk manager reported the following event information: aredia 90 mg infusion in 500 ml was to be given at rate of 250 ml/hr x 2 hours. At almost the 2 hour mark approximately 250 ml remained in the bag and the pump screen showed infusion almost complete. The pt received the remainder of drug and was discharged from the ER with no problems. There was no report of pt harm and no medical intervention was required. The customer stated that no further pt or event information is available.

Manufacturer narrative:
(B)(4). The device has been received and an investigation is pending. A follow up report will be submitted once the evaluation has been completed.